Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the water pump and heater were not working. Status of the product at the time of event was during testing. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the water pump and heater were not working¿ was confirmed through the flow rate check. The cause of the reported issue was defective main printed circuit board (pcb) assembly. The main pcb assembly was replaced, and the device passed all functional and delivery tests performed after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. This issue has no history of associated risk.